Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with an internal software failure detected by the master software. This condition had the potential to interrupt delivery. This condition was found in the sterile processing department. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an internal software failure detected by the master software was not confirmed during product evaluation by baxter service personnel. However, it was determined that failure code 16:310:903:0002 occurred, which is a software failure causing memory failure. This failure was confirmed. This condition was due to a faulty user interface module printed circuit board (uim pcb). The uim pcb was replaced to correct this condition. A device history review was performed finding one exception during manufacturing, however, the device was re-tested and found to be performing as designed.